Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified signs of fracture at the implant collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was one (1) related complaint regarding implant fracture against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Additional 510k number: k101880.

Event description:
It was reported that the implant fractured and had to be removed from tooth site 2.